Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. During the investigation, an overheating condition was found. Based on the investigation details, the likely cause was corrosion and problems with the motor.

Event description:
The handpiece was returned to the manufacturer for service, and during the investigation, an overheating condition was found. There was no pt involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.